Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela alarms transducer fault, motor fault and vent inop. The customer confirmed that there was no patient involvement associated in this reported event.